Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding patient receiving compounded hydromorphone (unknown dose and concentration) via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported on (B)(6) 2019 the patient contacted the on call physician reporting a pump alarm: critical pump memory alarm. At that time the patient was not experiencing any symptoms. On (B)(6) 2019 the patient reported code 8532 displaying on personal therapy manager (ptm). The patient was scheduled for follow up. On (B)(6) 2019 the patient reported unspecified withdrawal symptoms beginning (B)(6) 2019. The patient started oxycontin 60mg every 5 to 6 hours on (B)(6) 2019. A review of device logs revealed a critical alarm- pump motor stall occurred on (B)(6) 2019 and a critical alarm - stopped pump duration exceeded 48 hours on (B)(6) 2019. Oxycontin was increased to 80mg and the patient was started on clonidine on (B)(6) 2019. On (B)(6) 2019 the pump was explanted/replaced. The device diagnosis was returned to manufacturer. It was noted that the providers have been discussing pump replacement for several months with patient who declined, as they wanted to have a pending back surgery performed prior to pump replacement. The patient did not have back surgery prior to pump motor stall. The outcome of the event resolved without sequelae on (B)(6) 2019. The device diagnosis was pump motor stall and the clinical diagnosis was intrathecal (it) opioid withdrawal. The patient's weight was (B)(6). The event date was (B)(6) 2019. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. No further complications were reported/anticipated.